Manufacturer narrative:
Additional information indicated that the patient is being treated with a second non-edwards transcatheter heart valve.

Manufacturer narrative:
Per the instruction for use (IFU), heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient¿s risk of suffering from chf include obesity, advanced age, and a history of smoking. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the reported chf and severe pvl could not be confirmed; however, preexisting chf, and multiple underlying comorbidities (advanced age [(B)(6)], hyperlipidemia and htn) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through partners 2a clinical trial, approximately 5 years post implantation of a sapien xt valve, the patient developed congestive heart failure (chf). The patient was admitted and evaluated for shortness of breath, increasing lower extremity edema, generalized weakness, fatigue and exertional symptoms. As reported, the patient's symptoms have been progressive over the past few days. The patient was treated medically and discharged. Approximately six days later, the patient presented to an outside facility with heart failure and an echo revealed severe aortic regurgitation. An echo (tee) demonstrated a severe regurgitation. The event is ongoing. In review of medical records (admission, discharge and echo reports), the patient was admitted for acute systolic and diastolic chf which was treated medically and resolved. The patient¿s chf is likely secondary to his left ventricular systolic dysfunction, in addition to his aortic valve regurgitation. An echo (tte) performed during hospitalization revealed severe aortic regurgitation with an eccentric jet of aortic insufficiency directed against the anterior mitral leaflet. The patient was discharged 6 days later. The patient is currently being monitored with a medical plan to follow up possible valve-in-valve with a 2nd tavr procedure. Review of serial echo reports revealed mild pvl and no central aortic insufficiency (cai) post sapien xt implant, mild pvl or no cai on discharge (tte), and mild pvl and no (cai) on thirty day tte, mild pvl and trace cai on 1 year (tte), mild pvl and no cai on 2 year (tte), moderate pvl and no cai on 3 year (tte) and moderate-severe pvl and no cai on 4 year (tte).